Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of clave snap off can not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no relevant nonconformities were identified that may have contributed to the reported complaint. Additional information d9.

Manufacturer narrative:
E1: (B)(6). The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the customer reported that the clave snapped off during infusion. The set was replaced and therapy resumed. There was patient involvement but no patient harm was reported as a consequence of this event.